Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during shoulder cuff repair surgery a healicoil´s anchor broke while implantation. Surgery was resumed, after a non-significant delay, with a back-up device used in the originally drilled bone, the bone quality was reported normal and no voids were left. Patient´s current health status is good. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection showed that the device was returned in the original box with the batch number of the complaint on the label. The suture was not returned. The insertion tool appears to have no physical damage. The anchor is broken in two pieces. A functional evaluation of the device showed that the finger grips/spring functioned as expected. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the suture material drawing/specifications found that a certification is required with each lot. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports the breakage of the healicoil anchor, and it is unknown if all the broken pieces were retrieved from the patient. One undated image was provided for review and confirms the reported breakage. Based on the limited information provided the clinical root cause of the reported issue cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include use of excessive force during insertion which can cause failure of the suture anchor or insertion device no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H6: codes updated.